Event description:
Additional information received reported that the battery replacement went fine, and things were back on track. The reported did not know what the problem was that caused the impedance issues, and had not heard anything about a possible malfunction.

Manufacturer narrative:
Concomitant medical products: lead model 3387s-40 lot# v452180 implanted: (B)(6) 2010 explanted: na, lead model 3387s-40 lot# v452180 implanted: (B)(6) 2010 explanted: na, extension model 37086-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, extension model 37086-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, programmer model 37642 serial# (B)(4), neurostimulator model 7428 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, lead model 3387s-40 lot# v296975 implanted: (B)(6) 2009 explanted: na, lead model 3387s-40 lot# v281324 implanted: (B)(6) 2009 explanted: na, extension model 7482a66 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, extension model 7482a66 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, programmer model 7436 serial# (B)(4).

Event description:
It was reported that the patient noticed a sudden decrease in therapeutic benefit about a month ago. The patient had a fall about six weeks ago but did not hit her head and the fall did not correlate with the return of symptoms. Reprogramming had been tried with the patient, with no success. Impedances on all electrode pairs with electrode #8 were above 5,000 ohms. Impedances had been taken in august and did not show high readings with electrode #8 at the time. The patient was currently programmed using electrodes 8, 9, 10 and 11. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's battery was measured at 2.65 volts, and it was decided that the patient needed a new battery. The patient was scheduled for surgery with the plan to check the leads during the procedure and also perform a lead revision if necessary. The manufacturer's device registry showed that the neurostimulator was replaced as scheduled. No other components were explanted.